Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer often has high blood glucose levels and experienced ketoacidosis on two occasions, and it was alleged the delivery of the infusion device is inaccurate. No adverse event was reported. The alleged product was requested for evaluation.